Event description:
It was reported that this left ventricular (lv) lead experience a dislodgement , as a result the lead was pacing the right atrium. This lead was explanted and replaced. No additional adverse patient effects were reported.